Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the application was slow. A technical support specialist performed data synchronization to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a slow performance on the station. Customer stated that it took 3 minutes to pull medication. There were no adverse events or injuries reported based on this event.